Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the tubing was discolored. Reportedly, this occurred with multiple supplies. The insulin was not expired or exposed to excessive temperatures/sunlight. The customer's blood glucose (bg) level ranged from the 300's (mg/dl) to 263 mg/dl. The bg level was addressed with a bolus via the pump and by the customer drinking water. The contact loaded new supplies successfully to address the reported issue.